Manufacturer narrative:
No sample has been received by qa to date. A product lot number has been received, but the device history record has not yet been completed. A root cause has not yet been identified. All knives are 100 percent inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported that an incision could not be made during surgery using three different knives from the same lot as the blades were dull, but no pt impact was experienced. The incision was successfully made upon use of a fourth knife.